Event description:
The insulation of the dissector melted in breast implant surgery and the patient's skin was injured by electric leakage.

Manufacturer narrative:
(B)(4). Device has not been returned for evaluation at this time. If the device becomes available a follow up will be sent with further information.